Event description:
The customer reports that the ventilator gave an r&t error code and would not cycle. There was no patient incident. The unit will be repaired at the customer site. The defective part will be shipped to facility for processing once isolated.